Event description:
It was reported that during surgery, the cylinder metal pegs from the radiolucent jig became wedged into the drill guide and required extreme force to dislodge breaking the guide in the process. Surgeon used the guides still following a few running repairs. Procedure was completed with the same device. Delay to the procedure was approximately 45 mins due to having to fix the drill guide and not having the ability of locking the proximal holes through the jig due to the radiolucent guide being loose. Used x-rays to make perfect circles. No injury or impact to patient.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.